Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer¿s sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 3.3mmol/l, 3.4mmol/l and the sensor glucose was 15mmol/l, 17mmol/l respectively at the time of the incident. Blood glucose and sensor glucose levels were not in acceptable range. Customer¿s current blood glucose was 4.8mol/l and 15.7mmol/l at time of incident. The sensor will be returned for analysis.